Event description:
Reporter stated he cannot see the character on the far right side of the blood glucose monitoring device display. Reporter stated the alleged device result of 241 mg/dl was interpreted as 24 mg/dl. Reporter stated not taking insulin based on the alleged device result. Reporter stated re-testing with the alleged device two hours later and result = 400 mg/dl. Reporter stated taking insulin according to the retest and was "doing fine." Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.